Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a cotton-like foreign material clogged in the nozzle - however, the foreign material was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the outlet pipe was blocked and the water flow, water removal, and air/water channel volume was below specification. The blockage protruding from the outlet pipe appeared to be a swab like material. In addition, evaluation found the light guide lens glue was worn, the bending section cover glue was lifting, and the electrical safety test was not to specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis lucera elite colonovideoscope was blocked. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found air/water channel was blocked with foreign debris. The report is being submitted due to foreign debris in the air/water channel found during evaluation.